Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly however, moisture damage was found on the keypad traces. The device was monitored for 24 hours with multiple basal rates, and the self test passed. No unexpected audio/beep anomaly or error alarm noted. All the operating currents were within the specification; no unexpected low battery or off no power alarm observed. The device was received with cracked battery tube threads. No damage inside the insulin pump found.

Event description:
It was reported that the customer had high blood glucose levels of 180 mg/dl. The mother of the customer reported that there has been a constant general alarm from the insulin pump. The mother of the customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The evaluation codes provided with the initial report were incorrect. The correct evaluation codes have been provided with this report.